Event description:
The customer stated that they were experiencing high and low bgs the day before the call. The customer reported that when bgs are high and the infusion set is changed, bgs come down. The customer stated that the doctor suggested might be a problem with scar tissue. The customer was hospitalized for high bgs. Troubleshooting was performed. Suggested customer to take a manual injection as per md protocol.